Event description:
Literature was reviewed regarding ¿post-implantation syndrome incidence is higher after complex endovascular aortic procedures than after standard infrarenal repair¿. The time frame of this study was over a six year period. Multiple manufactures products were implanted. Endurant stent grafts where I implanted in the patient population. 253 patients were included in the study. The following adverse events occurred: cardiac dysfunction, acute kidney injury, spinal cord ischemia, bowel ischemia, stroke, blood loss, intervention no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿post-implantation syndrome incidence is higher after complex endovascular aortic procedures than after standard infrarenal repair¿. Ribeiro, tiago f. Et al. European journal of vascular and endovascular surgery, volume 66, issue 6, 804 - 812 https://doi.org/10.1016/j.ejvs.2023.08.036 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.